Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose at the time of incident was 470 mg/dl. The customer was treated with the insulin pump. The customer stated that there was lost sensor and change sensor alarm and not find sensor. The customer declined troubleshooting for high blood glucose. The insulin pump and sensor will not be returned for analysis.